Event description:
It was reported that a patient had died on (B)(6) 2014. The cause of death was that the patient shot himself. It was stated to be related to the medtronic device. No diagnostic studies had been performed. It was also reported that the caller and a coroner thought the pump was leaking. It was noted that the patient was taken to the hospital in (B)(6) 2013 and was taken to their health care professional (hcp) but they didn¿t do anything. The patient was talking to himself about going to prison, had bad headaches, and was cold. The patient was like that for a week or a week and a half. Then the patient was okay from those symptoms until (B)(6) 2014. The patient went to the emergency room (ER) and was sent home with 20 more vicodin pills after the patient had 120 vicodin pills at home. It was noted that on (B)(6) 2014, the caller heard a single beep alarm. The patient was talking to himself and was suicidal. It was stated that the ER thought the patient was ¿messed up on all kinds of stuff¿. The patient¿s autopsy came back clean except for prescribed medications that were expected, and a high tylenol reading. The caller felt that the catheter/pump was leaking and that it was a contributor to the patient¿s death. The pump was infusing morphine with a concentration of 14.095 mg/ml at 29.15 mg/day. A follow-up report will be submitted if more information becomes available.

Manufacturer narrative:
Concomitant medical products: product ID 8703w, lot# l51670, implanted: (B)(6) 1999, product type: catheter. (B)(4).